Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber during a prostate procedure, the fiber cap detached at 122,700 joules of use and "stayed inside the bladder; "the cap was not retrieved." Reportedly, the surgery was stopped. It was further reported by the surgeon that four days after the procedure, the pt was "doing fine." No further info was available.